Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 1:00 am, the reporter (parent) reported receiving a critical low alert from the cgm. The patient reported feeling unwell, and the parent administered glucose tablets and cake icing; however, no fingerstick bg was performed at that time. The cgm continued to display ¿low,¿ and the parent also provided pepsi, though the cgm readings remained unchanged. The patient subsequently experienced vomiting, prompting transport to the emergency room at approximately 2:30 am. Upon evaluation, a fingerstick bg measured 505 mg/dl while the cgm continued to display ¿low.¿ based on physician recommendation, the sensor was removed. The patient was treated with intravenous insulin and remained in the hospital for approximately 4¿5 hours prior to discharge. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient was described as feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.